Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer consulted with a healthcare provider for alternate insulin therapy.